Event description:
Additional info rec' d from reporter on 9/10/2021 for report mw5103697. Dear FDA staff: this is a revision of a previously submitted form, originally submitted on 8-31-2021. The patient is myself, (B)(6), the product bard ventralight st elliptical patch hernia mesh. The reporter was myself, (B)(6). FDA safety report ID # (B)(4).

Event description:
Additional information received from a reporter on october 3, 2021 for a report number mw5103697; dear FDA staff: this is a revision of a previously submitted form, originally submitted on 8-31-2021 and revised on 9-8-2021. The patient is myself, (B)(6), the product bard ventralight st elliptical patch hernia mesh. The reporter was myself, (B)(6). FDA safety report ID # (B)(4).

Event description:
Dear FDA staff, I was injured by a hernia mesh product that the doctor told me that I wouldn't even feel it in my body. As you can see from the narrative of my experience written below, the doctor offered no help and I had to do my own research to find a doctor who could help me. I'm wondering why this hernia mesh was even approved for use inside the human body in the first place? Why shouldn't the hernia meshes be listed as a risky medical device? Why aren't doctors trained on how to screen patients for potential problems? I pray that you will take my story seriously and help make sure that this never happens again to anyone else. Please feel free to contact me if you need additional information and I thank you for whatever you can do. Here is a narrative of my experience: in (B)(6) of 2020, (B)(6), md performed a laparoscopic umbilical cord hernia repair with polypropylene mesh for a 1 cm defect. I had done some research and expressed my concern about using mesh, but dr. (B)(6) insisted that he was using a high-quality mesh and that I wouldn't even feel it. However, the hernia surgery left me in horrible pain! Right away I felt intense pain whenever I did any activities in which I moved my abdomen, including sneezing, coughing, swimming, sex, etc. I also had painful skin lesions as well. When I returned to the doctor on (B)(6), I told him that I felt like apollo 13 ¿ "houston, we've had a problem." But he just claimed that his patients don't get pain and told me that if it hurts when I sneeze, then I shouldn't sneeze. However, living with a pain level of 8/10 was not something I was willing to endure, so I started doing research. I found a (B)(6) video from (B)(6) talking about hernia mesh issues and dr. (B)(6), a hernia specialist from (B)(6) was featured. So, I contacted his office and he actually called me back, looked at my operative report, and said it was either the mesh or the mesh staples that was causing my pain. This was the first time I had ever heard about natural tissue repair because my surgeon had never offered me that as an option. Dr. (B)(6) was more than willing to help me, but since I lived across the country in (B)(6), he suggested that I find another hernia specialist near me who is experienced with identifying the causes of post-hernia surgery pain. Then I discovered (B)(6) and (B)(6) groups for people injured by hernia mesh. I discovered a lot of great information and discovered that there were many other people like myself who were also enduring incredible suffering following hernia surgery. After watching a (B)(6) episode with dr. (B)(6), md from (B)(6) and getting referrals from the (B)(6) groups, I felt more confident about seeing him in order to find a solution to my intense pain. Dr. (B)(6) met with me on two different occasions, and after my condition worsened, dr. (B)(6) performed a robotic mesh removal surgery with natural tissue repair six weeks ago on (B)(6) 2021. Dr. (B)(6) discovered "extensive adhesions" between the mesh, my small intestines, and omentum. Now I am feeling close to 100% better, and even though there is a chance of hernia recurrence, at least I have my life back. I can breathe much more easily and I no longer feel like I have a python wrapped around my abdomen; I thank god that this nightmare is finally over. FDA safety report ID # (B)(4).